Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely with less than five years of use. The device was removed and replaced. No patient complications have been reported as a result of this event.